Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the long bipolar grasper (lbg) involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The instrument was found to have a broken conductor wire at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Additional finding, which was not reported by site was that the instrument was found to have a broken bipolar yaw pulley. Broken piece was missing and the size of the missing piece is approximately 0.045¿ x 0.208¿. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the long bipolar grasper (lbg) instrument was found to have a loose cable. A backup instrument was used. The procedure was completed with no reported injury.